Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <e226 > a cable failure had been confirmed during evaluation. Therefore, it is possible that e226 occurred because the video function did not operate normally due to a cable failure. <no image> ccd failure had been confirmed during evaluation. Therefore, it is possible that no image occurred because the video function did not operate normally due to the failure of the ccd. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was inspected at oaz. Oaz checked the subject device and found the reported phenomena and the scope communication error e226 was caused by the failure of the cable and "no image" was caused by the failure of the ccd. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus australia (oaz), it was found that the scope communication error e226 occurred and the endoscopic image was not displayed. The subject device had been returned to oaz for repair of the flickering image. There was no report of patient injury associated with the event.